Manufacturer narrative:
Physio-control further evaluated the removed switch panel assembly (main keypad assembly), and observed heavy physical damage. The assembly could not be tested further, as it was too severely damaged. The cause of the reported issue was due to severe physical damage of the switch panel assembly (main keypad assembly).

Manufacturer narrative:
(B)(4). Physio-control further evaluated the removed switch panel assembly (main keypad assembly), and observed heavy physical damage. The assembly could not be tested further, as it was too severely damaged. The cause of the reported issue was due to severe physical damage of the switch panel assembly (main keypad assembly). Physio-control evaluated the removed switch panel assembly (main keypad assembly), and observed heavy physical damage but could not verify the reported power issue. Based on the damage, it is likely that the damage occurred when the main keypad assembly was removed and likely did not cause the reported power issue. The assembly could not be tested further, as it was too severely damaged. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device and verified the reported issue. The third-party service agent replaced the switch panel assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Event description:
It was reported to physio-control that the customer had returned their device to a distributor for an issue with the etco2 module. The distributor replaced the etco2 module and observed that the device would then power off immediately after the on button was pushed. Once the on button was pushed, the device would light up briefly, but then power off immediately. It would not complete a boot cycle. There was no relation with the reported etco2 issue and the observed power issue. There was no patient use associated with the reported event.